Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, the device was thoroughly analyzed. The fiber was received in one piece and showed no external defects; however, the fiber body length was out of specification, indicating that a break had occurred. The other part was not returned. The instructions for use mentions the fiber length for slimline sis fibers is 310 (+-25 cm). The fiber successfully passed microscopic inspection and functional testing. Based on analysis results, it is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) advise the user to inspect the fiber for kinks, punctures, fractures, or other damage. According to the IFU, if the fiber appears damaged, do not use the fiber, return it to the supplier for replacement.

Event description:
It was reported that, during a holmium laser lithotripsy for bilateral ureteral calculi and in the process of breaking the stones, the fiber made an abnormal noise and stopped working immediately. Another fiber of the same lot number was used and had the same issue. The procedure was completed with a different fiber. There were no patient complications. Analysis of the returned device identified that the fiber was broken into two pieces. This complaint refers to the first fiber.